Event description:
This event was captured based on literature review of the article, clinical outcome following stringent discontinuation of dual antiplatelet therapy after 12 months in real-world patients treated with second-generation zotarolimus-eluting resolute and everolimus-eluting xience v stents 2-year follow-up of the randomized twente trial. The aim of this study was to assess the safety and efficacy of the implantation of resolute zotarolimus-eluting stents and xience v everolimus-eluting stents following strict discontinuation of dual antiplatelet therapy (dapt) after 12 months. Study enrollment was performed between june 2008 and august 2010. A total of 1,391 patients were randomized for treatment. Two year clinical outcomes were as follows: 0.9 % total lesion revascularization (tlr) with surgery. 1.9 % total lesion revascularization (tlr) with percutaneous transluminal intervention. 1.2 % total vessel revascularization (tvr) with surgery. 4.0 % total vessel revascularization (tvr) with percutaneous transluminal intervention. 5.6 % myocardial infarction. 4.7 % stent thrombosis. 4.8 % all-cause death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age estimated as (B)(6) old. Patient gender estimated as male. Date of event estimated as (B)(6) 2012. Date of implant estimated as (B)(6) 2010. There were no reported product deficiencies. The reported patient effect of death death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effects referenced, are being filed under a separate medwatch report#. Attachment: article, clinical outcome following stringent discontinuation of dual antiplatelet therapy after 12 months in real-world patients treated with second-generation zotarolimus-eluting resolute and everolimus-eluting xience v stents 2-year follow-up of the randomized twente trial.